Manufacturer narrative:
The event product was returned to applied medical for evaluation with the tissue bag and cord loop detached from the introducer shaft and rod. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Bag would not deploy correctly. Applied rep is aware. Additional information was received via telephone on (B)(6) 2018 at 9:41am from applied medical account manager: the surgeon deployed the bag, placed the gallbladder into the bag when the bag fell off the prongs when the surgeon pulled back on the shaft. The specimen remained in the bag. The surgeon pulled back on the shaft and then pushed forward again. The surgeon is a new user to the device and has used progressive retrieval bags in the past. The surgeon used a grasper at the time of the event to assist placement of the specimen into the bag. The surgeon enlarged the incision slightly and used a kelly clamp to remove the specimen in the bag that was not cinched. Patient status: no patient injury occurred as a result of the event. Type of intervention: the surgeon enlarged the incision slightly and used a kelly clamp to remove the specimen in the bag that was not cinched.